Event description:
It was reported that during an unk procedure the clips fired from the device did not form properly. The legs of clips did not line up. The case was completed with a like device with no pt consequence.